Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, the device was advanced until blood flow was obtained; however, the marker port was pulled back slightly and the blood flow stopped before the foot was deployed. The device was removed and hemostasis was achieved with a non-abbott device. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned perclose at device found it was in the pre-plunger deployment state, the link was loose indicating the foot had been opened. Coagulated blood was found at the distal marker port and in the marker tube, this could account for the blood flow stopping after the device was pulled back. During testing, a needle with water was inserted into the internal marker lumen and the dried blood was pushed out of the marker lumen. The water was then injected into the marker tube and the exited the marker port without difficulty, the device flushed/marked. Base on the successful flushing test, the reported failure to mark during the procedure could not be confirmed. The coagulated blood would not be present during the use, as noted in the instructions for use which states: under positioning continue to advance the device just until a continuous drop of blood is evident from the marker lumen. The device being pulled back slightly before the foot was deployed indicates that the marker port may have been inadvertently pull out of the arteriotomy, stopping blood flow before the foot was correctly place. In was also reported that the device was removed at this point. Marking of the device can be influenced by but not limited to: the marker port against the artery wall, side wall stick, low blood pressure, clot or tissue plugging marker port, device not in arterial lumen, and incorrect positioning of the device during deployment. To assure device patency during manufacture each device is tested for continuous flow, in addition to a quality control audit inspection that is performed to verify product quality. Based on the analysis, test results and reported information the probable cause for the reported difficulty with marking, resulting a failure to achieve hemostasis with this device appears to be related to the technique used during the procedure. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot did not reveal any similar incidents. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint.